Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while tandem technical support arranged to send a replacement pump with updated software. The support team provided instructions on storage mode and the process for returning the malfunctioning pump, which the customer understood and acknowledged.